Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant upstream occlusion alarms which were not reproduced. Review of the history log found multiple upstream occlusion alarms. During a physical inspection of the device, cracks were found in the upstream sensor tail. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the medical/surgical unit. It was also reported there was no patient injury.